Event description:
It was reported that (1) pmw35 was used during an unknown procedure. It was reported by the rep that the surgeon said instrument would not close skin staples properly. The case was completed with a new pmw35. There was no consequence to pt.